Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an unknown reason. Currently the aneurysm measures 6 cm in diameter. It was reported that on an unknown date, caudal migration with a proximal type I endoleak was observed. No intervention has been per formed. No clinical sequelae were reported and the patient is being monitored.